Event description:
It was reported by service report that the head of the jack could not be pumped up. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.